Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported through the surgical outcome system that a elbow procedure took place and the patient is experiencing a complication of excessive swelling, sepsis, wound. No additional information provided. Additional information requested. Complications of excessive swelling was reported on (B)(6) 2021. No revision surgery has taken place. Additional information provided 7/16/21: the date of the primary procedure was (B)(6) 2021 for a right tendon repair/reconstruction. This procedure took place at summit.